Manufacturer narrative:
(B)(4). The following description of the device eval by the user facility was documented by a carefusion tech support specialist on (B)(4) 2012, in response to a phone conversation with a user facility rep. "Biomed was tested for two weeks without replicating the event. They have put the vent back into service and have had no further issues or complaints." Carefusion has made additional attempts to contact the initial reporter in order to clarify the reported event. These attempts have been unsuccessful. Should additional info become available a f/u medwatch report will be submitted. Additional info from the user facility report: device info: vela ventilator system, vela. MFR name: viasys respiratory care, (B)(4).

Event description:
The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the user facility on (B)(4) 2012. "Ventilator turned off warning. The alarm did not sound when the ventilator turned off. Pt was manually bagged until connected to another ventilator. No harm to pt."